Event description:
It was reported that the patient presented remotely via merlin.net. The right ventricular (rv) lead showed post paced t wave over-sensing. No interventions were reported. The patient was stable.